Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer product investigation laboratory for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Pil then was able to start therapy with a test lung. Pil ran therapy for approximately 2 hours and the system pca now operates without issue. Pil concluded that a device software issue caused the failure of the device, this issue was addressed in software version 1.05.10 and was investigated in CAPA 2548468. The trilogy evo system pca has been scrapped.